Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and an intermittent loss of capture (loc). Further review revealed the rv lead was pulled back, leading to a microdislodgment. A physician determined this was likely the cause of the abnormal electrical measurements. As result, the lead was extracted and replaced with an alternate.